Manufacturer narrative:
One photo of sample was received with complaint for analysis. The returned photo displayed a used catheter assembly with evidence of catheter tube severance, and with blister package included. Given the actual sample was not returned, unable to perform an in-depth investigation. Probable cause could not be defined with confidence. All materials in the manufacturing process, as well as all finished good products are released to market based on approved quality specification. Product is released after the review of all acceptance of applicable documentation. As reported, the reported event could not be verified and/or confirmed with confidence, therefore, no further correction, corrective or preventive actions will be conducted by the manufacturing facility at this time.

Event description:
It was reported that during insertion of the catheter into the left antecubital vein, excessive bleeding was noted at the insertion site. The intravenous therapy was inserted without complications on the first attempt. Upon inspection, bleeding was observed around the intravenous catheter site. Due to this unexpected finding, the intravenous was removed. It was further reported that the sheath was not attached to the hub immediately upon use. Medical intervention was later performed to remove the catheter; however the catheter could not be removed from the patient as it had migrated to the patient's lung. The foreign object remained inside the patient. The extend of patient injury was unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.